Event description:
A malfunction was reported on the pump, with the screen going dark and failing to turn on. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer continued to use pump for insulin therapy.